Manufacturer narrative:
The customer contacted medela via email, providing no physical address. The customer is currently living in the philippines. In follow up with the customer on 12/1/2015, the customer reported to a medela clinician that she had mastitis and that she was taking antibiotics that her physician prescribed to treat the mastitis. Should additional information, or the original product become available, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2015 the customer reported to medela customer service, that she was engorged. In a follow up with a medela clinician on (B)(6) 2015, the customer reported that she had mastitis and was on antibiotics prescribed by her physician, to treat the mastitis.